Event description:
It was reported that: "on (B)(6) 2012 at approx 20:33 hours, the ventilator was alarming for high pressure. The staff removed the pt from the ventilator to manually bag the pt. While the staff was manually bagging the pt, the pt coded (cardiac arrest). The staff stabilized the pt and connected the pt to another ventilator. It was reported that the pt expired 30 hours after the reported event. The customer has not alleged that the ventilator caused or contributed to the pt coding or expiring."

Manufacturer narrative:
The investigation is ongoing, the results will be part of a f/u report.